Manufacturer narrative:
In the investigation a review of the complaint history, drawing, instruction for use pamphlet (IFU), quality control activities, and specifications was conducted. The complaint device was not returned for evaluation. A bench top experiment was performed with an unused wire guide from the same product family. After securing the plastic torque device on the wire guide, jacket damage could be replicated by restraining the distal end of the wire guide and applying a significant tensile load to the plastic torque device well beyond normal retraction loads which allowed the torque device to slide towards the proximal end. A depression was left in the polymer jacket where it had been secured and the tendency is to slide the torque device to where it was originally, retighten, and attempt to remove the wire guide again. What was observed was as the torque device was advanced to approximately where it was previously, the collet portion of the torque device dropped into the depression and additional resistance was observed. Recognizing something was wrong, the torque device was moved proximally to identify the issue and observed that the jacket had been sheared exposing the core. Hydrophilic wire guides have extremely low frictional forces when properly lubricated within a catheter. The damage described above would only occur if the wire guide were allowed to go dry. The IFU states"note - if movement of the wire within the device becomes diminished, remove the wire guide and reactivate the hydrophilic coating by wetting its entire surface with heparinized saline solution." It is possible that the hydrophilic coating was not adequate however lubricity was not mentioned as a concern during the procedure and several process controls and inspections are performed to ensure the integrity of the coating. An image was provided by the customer of the complaint device which is indicative of a torque device that had slid on the outer jacket. The torque device may not have been adequately secured or unusually high forces were required to manipulate the guide. Hydrophilic wire guides have extremely low frictional forces when properly lubricated/activated. There are several controls in place to ensure the integrity of the polymer and hydrophilic coatings. It is likely that technique was a factor in the failure. We will continue to monitor for similar events.

Event description:
Additional information: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
During a lower extremity procedure, the coating came off the wire down to bare metal (in the middle of the wire, about an 1 inch section). A new device was opened and used to complete the procedure. A section of the device did not remain inside the patients body. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Event is still under investigation at this time.